Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for a year from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 7082527. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for a year from the date manufacturer became aware of the event.additional suspect medical device component involved in the event:model number/catalog number: sc-8336-50.serial number: (B)(6).batch/lot number: 7082527.model/catalog description: coveredge 32 surgical lead kit 50 cm.unique identifier: (B)(4).investigation results:the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record:it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.